Manufacturer narrative:
The device was discarded by the user facility and will not return to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the instruction manual for the device has directions for pre-procedure visual and functional inspection, including verification that the needle distal tip retracts into the sheath. The instruction manual also states, ¿do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope.¿ ¿if using the same instrument several times in an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope.¿ and ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿

Event description:
Olympus was informed that during sampling of a lymph node in an ebus procedure, the lock on the needle device broke, and the needle distal tip could not be withdrawn back into the needle sheath. The endoscope and needle device with exposed needle distal tip were then removed by withdrawal through the patient. There was no report of patient injury or device fragment fallen into the patient. The procedure was completed with another similar needle device.